Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.

Manufacturer narrative:
The customer was contacted for return of the suspect product. Device, electrodes, and event data were not returned, and no additional information was obtained despite follow up attempts. The event could not be substantiated and burn severity is unknown. Sparking/arcing during defibrillation may occur due to high patient impedance associated with poor electrode coupling, improper application, or inadequate skin preparation, as noted in the instruction for use (IFU). The claim will be close as no product returned and will be reopened if the product is received.